Event description:
Crrt (continuous renal replacement therapy) filter was in priming mode "23" and started alarming for venous air. Hadn't gotten to the "making connections (yellow-yellow, green-green)" yet. Filter discarded, ticket entered for machine. Machine number: (B)(6), filter number: (B)(6), fluid bags: (B)(6) x4 bags.